Manufacturer narrative:
Investigation summary: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, a potential root cause(s) cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that 20 ml bd luer-lok¿ syringe plunger was difficult to move. This was discovered during use. The following information was provided by the initial reporter: material no: 301031 batch no: 9056701. It was reported that syringe creates a vacuum causing it to pull back into the catheter. It was also reported that during aspiration the syringe would not hold fluid. Complaint description: customer reports while they fill the 20ml bd syringe during procedures it creates a vacuum and is pulling back into the catheter. Account reports this has happened on several occasions. No patient injury reported. The account is stating that during aspiration the syringe would not hold fluid as if the catheter was against the vessel wall. Fluid aspirated would draw back into the patient. Unknown if they continued to use syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 20 ml bd luer-lok¿ syringe plunger was difficult to move. This was discovered during use. The following information was provided by the initial reporter: material no: 301031 batch no: 9056701. It was reported that syringe creates a vacuum causing it to pull back into the catheter. It was also reported that during aspiration the syringe would not hold fluid. Complaint description: customer reports while they fill the 20ml bd syringe during procedures it creates a vacuum and is pulling back into the catheter. Account reports this has happened on several occasions. No patient injury reported. The account is stating that during aspiration the syringe would not hold fluid as if the catheter was against the vessel wall. Fluid aspirated would draw back into the patient. Unknown if they continued to use syringe.